Event description:
It was reported that the pump failed downstream occlusion (dso) calibration. Occurred during testing. No patient involvement was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The reported problem was verified by functional test. The cause was the downstream occlusion (dso) sensor. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was the dso sensor. This was replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.